Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a paclitaxel set had a leak between the tube and the luer lock. This was noted during product use on a patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : the actual device was not available; however, a photograph of the sample was provided for evaluation. An inspection of the returned photograph was performed which revealed evidence that the rotating luer lock was cracked/broken which leak to the leak of administration solution. The reported condition was verified. By the nature of the sample, no additional tests were performed. The cause of the condition could not be determined. Retained samples were also evaluated. The retained samples were visually and functionally tested with no issues noted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.